Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the broken latch. He replaced the latch and tested the uas. An extra latch was provided to the perfusionist as a precautionary measure. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer.

Event description:
The user facility's biomedical engineer (biomed) reported that the ultrasonic air sensor (uas) has a broken latch. No other details regarding the nature of this event were provided.